Event description:
Additional information was received from the treating physician indicating the patient has been having high impedance for a long time but is having efficacy from vns therapy. No interventions are planned at the moment. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through a return product form that a vns patient was explanted due to high lead impedance. At the moment, good faith attempts to obtain further information regarding the event have been unsuccessful to date.